Event description:
Patient had been removed from cvvhd per doctor's order to go to CT scan. When patient came back, she was placed back on cvvhd and within 2 minutes her blood pressure dropped and she coded. She passed away 45 minutes later. The machine was immediately sequestered with all of the peripherals and tubing. Biomedical assessment was completed six days after the event in the presence of the hospital's biomedical tech and the vendor tech who supplies the machine. The vendor tech confirmed the proper operation of the unit's scales and the accuracy of the pressure transducers. He also confirmed the operation of the audio and visual alarms. This device has a memory containing the event log. The event log shows that the unit was started at 2241 hours and functioned normally until 2246 when it started to alarm. There were numerous alarms including a progression beginning with "access too negative," then "access extremely negative", then "filter clotted". The unit's log indicates that the alarms were cleared by the operator. The assessment of the device indicates that if functioned properly during this event. An autopsy was performed on the patient and it was determined that the patient died of pulmonary embolism and that the device did not contribute nor cause her death.